Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient passes out when either battery is disconnected from the system controller. Patient is in arrhythmic state. The patient was cardioverted to sinus rhythm and they were able to download log files. Pump stops were noted. A chest x-ray of the percutaneous lead was taken. Log files were reviewed and confirmed that the pump stops were caused by a low supply voltage. Review of the x-rays did not reveal any percutaneous lead problems. A second log file was reviewed after the cardio-version was performed which did not contain any abnormal events. The patient is doing well after the cardio-version and did not suffer any side effects from the pump stops.